Manufacturer narrative:
This report is filed (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date returned to the manufacturer is august 1, 2016, not july 28, 2016, as previously reported. (B)(4).

Manufacturer narrative:
Correction; the date of this report is may 9, 2016; not may 10, 2016 as previously reported.